Event description:
On 11/18: covidien service reports customer table mounted injector powerhead fell. No other info made available at this time.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.